Event description:
Pt in hoyer swing, cna transferring to bed per hoyer lift from recliner. As cna was pushing hoyer with pt in it, hoyer lift hit an electrical cord hanging down from bed with lift's wheel & lift was propelled forward with pt in it. Pt landed on bed, slid down side of bed to floor, chain from lift hit pt across the nose & mouth. Required 2 sutures to close.